Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately eight (8) years post initial procedure, the patient presented at routine follow-up with a type iii endoleak. The physician elected to treat the patient by implanting one (1) afx2 bifurcated stent graft and one (1) additional afx vela suprarenal proximal extension on (B)(6) 2022. The patient reportedly tolerated the re-intervention procedure well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx type iiia endoleak (of the aortic components) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 9.6mm) and a type iiib endoleak (of the proximal extension) occurred that were not included in the event as reported. These findings were discovered during an examination of the CT (computed tomography) scan dated 18 november 2022. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was also noted that the patient's index procedure was performed urgently for acute limb ischemia due to occlusion of both iliacs; while this is a cautionary product use condition, it is unclear if this contributed to the reported event. The final patient status was reported as recovering well post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5 describe event or problem d2 common device name (primary) d4 model number (primary) d4 lot # (primary) d4 lot expiration date (primary) d4 UDI # (primary) d10 concomitant product h4 release date (primary) g3 awareness date h6 health effect - clinical code; remove 1924 h6 medical device problem codes; remove 3191 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11 h9 correction/removal rpt num.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately eight (8) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak. The physician elected to treat the patient by implanting one (1) afx2 bifurcated stent graft and one (1) additional afx vela suprarenal proximal extension on 21 november 2022. The patient reportedly tolerated the re-intervention procedure well. Additional information: clinical assessment identified significant aneurysm sac growth (greater than 5mm) and a type iiib endoleak (of the proximal extension) also occurred at time of event.